Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not cover significant arteries with the endoprosthesis. Vessel occlusion may occur. Gore® excluder® aaa endoprosthesis instructions for use recommends: determine accurate size of anatomy and proper size of device to confirm the correct device component sizing, and deployment locations. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2020, the patient underwent an emergent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. Reportedly, upon deploying the aortic extender component, the renal artery was partially covered by the device unintentionally. No additional treatment was performed since there was no obstruction of blood flow even the renal artery was partially covered. The patient tolerated the procedure. The cause of the partially coverage of the renal is unknown. The physician is monitoring the patient.